Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was not able to reboot out of error state.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned, and failure analysis confirmed the reported issue. A visual inspection was performed, and no problem related to the reported issue was found. Error 307 was checked and verified in lighthouse (aperture), then the unit was installed on an internal eft system and powered on. The system powered up with no errors or faults, so instruments were installed and the system was driven. During the drive, there were no errors or failures. The instruments were removed, and power cycling and driving the system were attempted several times, still with no failure. At this time, the reported issue cannot be confirmed and will require further failure analysis. After further investigation, the reported event was replicated. The returned unit failed the pftp fiber power test. No results were generated for ac_3e up, ac_3e down, and ac_3f up, so dte failed the test. When light levels were checked on the diagnostic app, it showed that the acs and acc boards were not able to initialize to check for light levels. The parallelogram and rolling loop fiber were bypassed but did not fix the issue. When the acs board was replaced, all fiber light levels were able to be checked normally and also passed. As a result of these findings, failure analysis concludes that the acs board is the root cause of the reported event.